Event description:
It was stated that during a circuit change-out the customer experienced a "no flow" situation and attempted to hand-crank. The new circuit was moved to another cardiohelp with continued hand cracking until flows were resumed. The pt was stabilized once flows were established. The customer believes the thin plastic tape over the slot on the disposable made it difficult to place the disposable properly in the hand-crank. (B)(4). Please refer MFR report # 8010762-2014-00019.